Event description:
As rpeorted, the blades became stuck in the struts of a stent. Physician tried to put a couple of wires around it to loosen it. Then the physician tried a couple of different balloon catheters inflating them to try to get it out. Finally the physician got the blades out of the stent but upon removing it, it birdnested at the groin area. The patient was taken to surgery to have it removed. Patient is doing fine.